Manufacturer narrative:
There was no patient involvement, patient information is not applicable. The lot number was not provided. The expiration date is unknown. The lot number was not provided. The manufacturing date is unknown. The perfusionist reported that on two occasions, the arterial filter was attached backwards. The filters were re-oriented correctly prior to use. This occurred during set-up, no patient involvement. The perfusionist discarded the devices in question. However, two un-used packs were pulled from inventory for evaluation. The visual inspection found the packs to be built correctly. Without the physical devices or lot number, manufacturing records and the responsible manufacturing personnel could not be identified. Therefore, all manufacturing personnel were made aware of the issue. The devices were not available. No further evaluation can be performed.

Event description:
The perfusionist reported that on two occasions, the arterial filter was attached backwards. The filters were re-oriented correctly prior to use. This occurred during set-up, no patient involvement.